Event description:
On (B)(6) 2019, the link femoral component (part of 15-3816/02 assembly), link femoral segment (15-2973/02) and link stem (15-3950/05) were explanted due to femoral component loosening.

Manufacturer narrative:
B4: date of this report.

Event description:
On (B)(6) 2019, the link femoral component (part of 15-3816/02 assembly), link femoral segment (15-2973/02) and link stem (15-3950/05) were explanted due to femoral component loosening.